Event description:
The patient reported that 4 vgos the adhesive did not stay attached to her skin. The patient stated wore the v-go's for 2-3 hours before they would start to fall off. The patient stated when the vgo falls off the needle scratches her skin causing her pain. The patient cleans the area with alcohol before applying the vgo.